Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered a shock for possible ventricular tachycardia (vt). It was noted that the patient was in atrial fibrillation (af) with rapid ventricular response at the time of the shock. The patient was hospitalized, and medications were administered. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.